Event description:
Caller reported a minimum fill notification that occurred earlier in the day, which was already resolved. There was no adverse impact to the customer's blood glucose level. Customer initially attempted to load a new cartridge and filled it with 290 units of insulin, but reloading the same cartridge did not resolve the issue. Loading a second cartridge onto the pump successfully resolved the problem, and the caller requested replacement supplies. Technical support agreed to send replacements via a goodwill order, and the caller was able to resume insulin successfully.